Manufacturer narrative:
Name: tandem. Country: united states of america. Street :11045 roselle street suite 200. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced three infusion set was fell of during use from 22-jul-2025 to 23-jul-2025 which led to hyperglycemia. For treatment patient went to emergency room. The blood glucose level was 22.2 mmol/l at the time of event.